Event description:
Information was received from a manufacturing representative (rep) regarding a patient implanted for non-malignant pain. The patient reported that they feel their stimulation is turning itself off. They note that this is not during positional changes. It was noted that the patient is in high density programming. It was also mentioned that they patient knows how to use the programmer buttons. Impedances were checked, and all were within normal limits. When the rep interrogated the patient¿s implantable neurostimulator (ins) with their clinician programmer, it showed that stimulation was turned off. The patient was to follow-up with their healthcare provider. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care provider (hcp) via a manufacturer representative on 2017-nov-16 reporting that the cause was undetermined. The stimulator was reprogrammed. The impedances were checked and were all within normal limits. Patient weight was unknown. No further complications were reported.